Manufacturer narrative:
Device is a combination product. Date of event: unknown date in (B)(6) 2020.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed to treat stenosis in the circumflex artery. While advancing an unknown synergy stent delivery system into a non bsc guide catheter, the delivery system broke at 50 cm from the proximal end of the shaft. It was noted that the break occurred while it was within the guide catheter and before it reached the target lesion. There was no resistance during the procedure. The delivery system was completely removed with a snare and the procedure was completed with a different device. There were no patient complications. The patient was reported to be fine.